Event description:
It was reported that the user received consecutive stalled motor alerts that prevented insulin delivery, with the user's reported blood glucose of 360 mg/dl. Customer care provided guided removal of supplies, a successful dry run, and a full supply change with new cartridge and connector lots, after which insulin delivery resumed; the event was associated with high glucose and an insulin delivery issue on an ilet device. Investigation of this case revealed that the device functioned as expected after supply change and dry run, and no persistent alert was observed, so the cause remained unclear. Symptoms included polydipsia associated with hyperglycemia. Outcomes included temporary interruption of insulin delivery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.